Manufacturer narrative:
The insulin pump was received with a cracked and bleeding lcd glass, a minor scratched lcd window, a scratched reservoir tube window, a cracked reservoir tube lip, and cracked battery tube threads.

Event description:
It was reported that the customer had a cracked insulin pump. Customer had an accident on a bicycle. Customer stated that the screen was damaged. Customer's blood glucose was 173 mg/dl. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan.